Event description:
It was reported that the st holster is not allowing the probe to initialize. The st holster would not complete the sample process without giving an error code of l3-017 and l3-002. The qa probe was loaded into the holster and same error code was coming up. The cables have been evaluated for twisting and binding. The recommendation to have cables reevaluated for damage. The patient was rescheduled.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination they could not confirm or duplicate the customer complaint. The device was functionally tested, met all product requirements and returned to the customer.